Event description:
(B)(6) called after receiving the recall letter on said product. She said she had one of the syringes and that it had extruded out as described in the recall letter. She said that it got onto the lower left side of the patient's lip. She said that they rinsed and immediately applied wet gauze square to the affected area. She said that the patient never complained of a burning and no injuries were visible. She said they asked the patient to call them if any symptoms arise. She said that they have not heard from the patient since.

Manufacturer narrative:
(B)(4). Method:the device has not been returned by the customer. Results :evaluation of malfunction root cause in progress. Device evaluation from same lot. Actual device not available.

Event description:
(B)(6) called after receiving the recall letter on said product. She said she had one of the syringes and that it had extruded out as described in the recall letter. She said that it got onto the lower left side of the patient's lip. She said that they rinsed and immediately applied wet gauze square to the affected area. She said that the patient never complained of a burning and no injuries were visible. She said they asked the patient to call them if any symptoms arise. She said that they have not heard from the patient since.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method:the device has not been returned by the customer. Results:evaluation of malfunction root cause in progress. Actual device not available.